Event description:
The product was received and during 100% visual incoming operation found the following defect. Foreign matter across the heatseal area.

Manufacturer narrative:
(B)(6). The complaint indicated that there was foreign matter across the heat seal area. One (1) sales unit was returned for analysis with six (6) sealed packages. Individual packages inside the sales units were visually inspected for foreign matter in the seal area. One (1) package was confirmed to have tyvek scrap across the seal area in two places creating breach of sterility in the package. The two areas where scrap crossed the seal were dye tested and the dye test confirmed the sterility breach. The remaining five (5) packages contained no foreign matter across the seal. The scrap removal design has been determined to be the cause. Tyvek scrap was getting displaced from the film scrap in the machine before the scrap vacuum could effectively remove the scrap. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4).